Event description:
It was reported that during a generator changeout, this lead was an attempted implant in the left bundle branch (lbb). Implant was not successful because this lead did not reach the lbb. While attempting to remove it, the helix fractured, and a portion was retained in the septum. After, a new lead was successfully placed. This lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to remove the lead caused the helix to break.

Event description:
It was reported that during a generator changeout, this lead was an attempted implant in the left bundle branch (lbb). Implant was not successful because this lead did not reach the lbb. While attempting to remove it, the helix fractured, and a portion was retained in the septum. After, a new lead was successfully placed. This lead has been returned for analysis. No additional adverse patient effects were reported.